Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. The battery compartment was reportedly cracked and there was evidence of moisture in the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2016 with the following findings: a review of the black box data showed reboots. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was observed under the display lens. The pump failed a leak test at the battery compartment. During testing, the pump emitted an unrelated call service alarm; the complaint could not be fully investigated due to this. The pump cover was opened and internal moisture ingress was found.